Event description:
It was reported the patient¿s house was struck by lightning around 1100 the morning of this report and she was close to the primary power surge when it happened. Initially, after the lightning strike, the patient felt a vibrating type of sensation in her legs and fingers. At the time of this report, the patient didn¿t feel stimulation in her fingers, but stim felt fore intense in their legs. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a power on reset (por) with error code "0400." This appeared on saturday. The manufacturer representative (rep) was going to clear the parity por. The patient received a jolt from a lightning surge in october. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.